Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged and was revised. Approximatly a week later the rv lead became dislodged a second time. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and body tissue/fibrotic growth.